Event description:
It was reported to boston scientific corporation (bsc) that during inspection of their inventory cabinet in the cystology room, an amplatz type renal dilator/sheath set was found with a hair inside the completely sealed packaging. It looked like an eyelash hair sealed in the inner package. This device was sent to bsc in the original unopened pouch/label for analysis.

Event description:
It was reported to boston scientific corporation (bsc) that during inspection of their inventory cabinet in the cystology room, an amplatz type renal dilator/sheath set was found with a hair inside the completely sealed packaging. It looked like an eyelash hair sealed in the inner package. This device was sent to bsc in the original unopened pouch/label for analysis.

Manufacturer narrative:
Visual analysis of the returned product revealed the condition of the returned unit was consistent with the complaint incident of a hair inside the amplatz type renal dilator/sheath set package. A visual evaluation found a hair approximately 1.3 cm long on the edge of the tray within the sealed pouch. The in-process inspection did not detect the presence of the hair inside the pouch. Therefore, the root cause for the complaint is manufacturing related issue. An investigation is open to address this issue.